Event description:
The table started elevating independently of an operator pushing any buttons on the table or remote. It also began flexing the back upwards with the patient in the beach chair positioner attached, so the patient was folded at a 45 degree position. We immediately had to stop the procedure and transfer the patient to a stretcher. The table is sequestered. No injuries were reported. The customer was provided with a loaner table. The table involved in the incident is being returned to skytron for further evaluation.